Manufacturer narrative:
The customer reported that this central nurse's station (cns) shutoff on its own. The customer tapped on the power button and the screens turned on and resumed displaying what was on the screen previously. The customer stated that they had just upgraded the software on this unit from 02-23 to 02-26. The customer requested to have the logs reviewed. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 11/12/2025 emailed the customer via microsoft outlook for the information in the ni list above: the cusotmer replied and stated that they don't have this information.

Event description:
The customer reported that this central nurse's station (cns) shutoff on its own. There was no patient injury reported.